Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in the patient with a depth of 3mm. Post implant, the patient had left bundle branch block. No treatment was provided. On (B)(6) 2023, it was reported that the patient had ischemic stroke resulting from calcium breaking away from the valve. The patient was hospitalized. The patient is stable

Manufacturer narrative:
An event of left bundle branch block (lbbb) and ischemic stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Abbott requested for procedure imaging to review but this was not provided by the site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in the patient with a depth of 3mm. Post implant, the patient had left bundle branch block. No treatment was provided. On (B)(6) 2023, it was reported that the patient had ischemic stroke resulting from calcium breaking away from the valve. The patient was hospitalized, no additional information was provided. The patient is stable.

Manufacturer narrative:
Nana.